Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner from the shell. Surgeon reported that due to impingement with the stem, the liner was levered out of the shell. Also, the shell was in a neutral position. A shell and 2 screws (implanted in 2011), restoration modular proximal body (implanted in 2013), lfit femoral head and constrained liner (both implanted in 2019) were revised. Rep confirmed that there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.